Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced device migration. The recipient is presenting with discomfort around the implant and decreased performance. Programming adjustments were made, however, the issue did not resolve. The recipient reportedly had a procedure on (B)(6) 2022, where fat was packed around the implant and the implant was sutured to the temporal fascia. The recipient reportedly healed well from the procedure.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is wearing the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.